Event description:
The patient was referred for vns generator explant due to development of burning and tingling around battery site approximately 4 weeks after surgery which have been progressively worsening. It was confirmed that the generator has been explanted; however, the explanted generator will not be returned to the manufacturer due to the hospital's policies to discard explanted devices. No additional relevant information has been received to date.